Manufacturer narrative:
Findings: unit passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit received with minor scratched lcd window. Unit received with partially broken reservoir tube lip. Unit received with missing reservoir tube lip o-ring.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was over 300 mg/dl. The customer states the location of the crack was on the lip of the reservoir compartment. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.